Event description:
The iab leaked and the iab was removed. No second was inserted. The following was rpt'd to datascope on 9/12/97; the iabp was pumping normally. Suddenly the alarm sounded, the iabp stopped pumping, and blood was observed in the tubing from the groin site all the way to the connection of the pump. The iabp was discontinued immediately by the dr. Event complications: none from the event - rpt'd 8/18/97, 9/12/97. Pt current status: stable - rpt'd 9/12/97.

Manufacturer narrative:
Deivce label code for f10. Position 1 and 2: 1738. Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.